Manufacturer narrative:
(B)(4).

Event description:
It was reported that a continuing sensor session occurred. Data was evaluated and the allegation was confirmed. The probable cause was not determined . No injury or medical intervention was reported.